Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device was received deployed with the pink slide insert in the viewing window. Investigation of the device data indicates that the first priming sequence ran 48 pulses and then was deactivated by the user at pulse 850. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the reported needle mechanism failure.